Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2015) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4, d6.b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2015, patient was diagnosed with left lower quadrant c-section incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh. Per operation notes, "a large defect with a significant amount of omentum and possibly small bowel located within the hernia defect. A piece of ventralight st mesh was cut down to oval size and placed into intraabdominal cavity and secured to anterior abdominal wall using sutures." On (B)(6) 2020, patient was diagnosed with recurrent ventral incisional hernia in llq thereby underwent open repair with the removal of mesh. Per operation notes, "in left lower quadrant, a palpable incarcerated hernia was noted. The small bowel was adhesed to a previously placed mesh. The mesh was removed. A transition point within the small bowel consistent with a complete bowel obstruction. A polypropylene mesh was placed in the retrorectus space and sutured circumferentially." (Note : there is no product identifier provided for the mesh implanted in this procedure. Hence, the product will be considered as unknown).

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.